Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had fallen twice since implant and had a broken leg at the time of the call from the fall. It was noted the falls were not related the device as the patient was falling before implant. It was reported x-rays were performed after the first fall and ¿everything looked good.¿ it was noted the patient had not seen anyone about the second fall. It was reported the stimulation was intermittent. It was noted the patient was reprogrammed and only felt the tingling stimulation sensation briefly upon turning stimulation on. It was reported the patient was getting less than 100% therapy, but it was still managing their pain and reported no changes to therapeutic effect.